Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A head ring post was reported to have cracked within two months of use. There was no pt contact however, the unit was being tightened in preparation of the procedure when the crack was noted. The pt was not anesthetized and there was no delay in the procedure.